Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Analysis of programming history.

Event description:
The patient's vns programming history was reviewed, which confirmed that high impedance was observed on (B)(6) 2011. The patient's vns device was disabled (programmed to 0ma) on that day.

Event description:
It was reported by a nurse through a company representative that high lead impedance was received at a follow-up appointment. The patient's device was programmed off due to the reported high impedance and the patient was referred for x-rays. At the moment good faith attempts to obtain further information have been unsuccessful to date.